Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely to the customer¿s pants resulting the pump to fall and the infusion set to be pulled out. Customer's blood glucose level was 80-150 mg/dl.